Event description:
Caller reported false negative urine hcg results compared to lab. A (B)(6) female had a negative urine hcg result compared to the positive serum result of 51,000 miu/ml from lab analysis and an ultrasound. The patient's last menstrual period not given but was 8 weeks gestation.

Manufacturer narrative:
Lot number (s): hcg9120193. Expiration date (s): 12/2011. Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg090521-01, 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specifications, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=6). The 100miu/ml hcg urine control yielded clearly positive results at 3 minutes read time. (N=6). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). Conclusion: from retain testing with in-house control, the clients result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.